Manufacturer narrative:
During inspection and testing, foreign material was found clogging the mouth of the nozzle. The reported issue (no air/water flow) was not confirmed during testing. Air and water supply was weak but present. As a result of analyzing the components of the foreign material, it is presumed to be protein since carbon and oxygen which can be originated from protein were substantially detected, as well as nitrogen which is specific to protein. A review of the device history record found no deviations that could have caused or contributed to foreign material clogging the nozzle. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the air and water flow was weak due to the foreign material clogging the nozzle. The origin of the foreign material could not be determined. A definitive root cause of the foreign material could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that, during preparation for use, there was no air or water supplied from the subject device. The planned procedure was completed using another similar device. The subject device was sent to an olympus service center for evaluation. During inspection and testing, foreign material was found clogging the mouth of the nozzle. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.